Manufacturer narrative:
Addendum for f/u received (B)(6) 2007: (B)(4). Brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedures. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit fot their eval. Conclusion: no faults detectable. Add'l info received (B)(6) 2008: the doctor reported the pt was (B)(6) female. Medical history includes (B)(6), food allergies and "zantac medication." Concomitant medication included vitamin e. On (B)(6) 2007, the pt commenced treatment with poly-l-lactic acid (batch number a7016) diluted with 2 ml of artecaine and 5 ml of sterile water, 7 ml injected bilaterally. In (B)(6), the pt developed palpable lumps at the nasolabial triangle, no visible. The doctor did not consider the events serious. The doctor stated if the incident were to occur again, it would not lead to death or serious injury/deterioration in health. The pt had not experienced similar events after treatment with poly-l-lactic acid (newfill/sculptra). It was unk if the pt had experienced any similar events with any other products. It is unk if any histology or laboratory tests were performed. No corrective treatment was given. As of (B)(6) 2008, the nodules were sill present, but the pt did not want to attend the clinic for a review.

Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). (B)(4). This report involves a pt (demographics not indicated) who on an unk date commenced therapy with sculptra (poly-l-lactic acid) (dosage, therapy dates and indication not provided). The pt's medical history was not provided. No concomitant medications were reported. This physician reports that on a unk date, this pt developed nodules and lumps. The pt's outcome at the time of this report was unk. It is unk if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. The casuality assessment between poly-l-lactic acid and the event was not provided.